Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's parkinson's has taken her voice and she can no longer speak. The patient was also diabetic. The caller was not sure if these symptoms were related to the device but did not think so. The caller also mentioned after once the patient started to catheterize because she developed chronic urinary infections. It was indicated that the patient's bladder stimulation quit working and she cannot void so regularly catheterizes. A week later, it was further reported that the patient went back to see implant healthcare provider (hcp) and they worked with "pp" and could not get anywhere. It was noted that patient had a large kidney store up on the urethra and needed to have lithotripsy. The caller stated someone gave patient some technical information and that was enough to scare patient and patient went into a high state of anxiety last week and they had to cancel the surgery. They did not know who gave the patient this information. The caller stated patient stated the device was going to explode. They informed by hcp that it would be fine to do lithotripsy. The caller confirmed the kidney stone was unrelated to the device/therapy. Additional information received from consumer reported that the reported of patient can't talk was not related to the stimulator. The patients parkinson disease was causing that issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.